Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer was hospitalized due to a blood glucose level of 440 mg/dl; cause was unknown. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2020 with no permanent damage. Tandem technical support performed a pump system check and determined the pump functioned as intended.